Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and the helix was disengaged from helical channel. There was blood in/on the helix mechanism. The device is part of the advisory for this model.

Event description:
It was reported that during the implant attempt the lead screw would not return after screwing it out the second time. The lead was removed and replaced. No patient complications were reported as a result of this event.